Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
Product not returned. (B)(4).